Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own, the scroll bar was not moving with no input and there was response from any button. The buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened down and right buttons dome switch. Unable to perform displacement and self tests due to the keypad anomaly. No unexpected numbers ramping and scrolling anomaly noted during testing.